Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system passed screening in alternate and secondary vectors; however, after implant, only passed in alternate and the signal was small. In primary and secondary vectors, the signal was too big and if selected it might get clipped. Technical Services (TS) was contacted and recommended programming in alternate and following with the physician. The patient was going to stay at the hospital. This S-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.